Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the representative was present at a catheter revision and he noted that the pump had gone dry "for at least a month." He was calling to get assistance with checking the time remaining on a back table prime of the new pump. He also noted they were trimming a portion of the catheter. No patient symptoms were reported. No other information was provided or able to be obtained. No further complications were reported.